Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a endeavor resolute drug eluting stent to treat a lesion in the left anterior descending (lad) artery. The lesion exhibited severe tortuosity with 90% stenosis. The lesion was pre-dilated. The device was inspected and prepped prior to use with no issues noted. The device did not pass through any previously deployed stent. Resistance was encountered when advancing the device to the lesion however no excessive force was used. The device was unable to cross the lesion. An image provided of the used device identified stent deformation and dislodgement. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
During the operation, the stent fell off during the process of removing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: photo 1; image shows the rear of an endeavor resolute shelf carton and a dislodged stent. Deformation is evident to the stent with the struts appearing stretched. If information is provided in the future, a supplemental report will be issued.